Event description:
Litigation papers allege the patient experienced physical injury and pain. Papers also allege excessive levels of chromium and cobalt blood levels.

Event description:
Update: (B)(4) 2012 - patient fact sheet was received, which identified part/lot information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 12/15/14 - plaintiff's preliminary disclosure form was received, which identified dor. The adapter sleeve, srom sleeve, and srom stem are now being added for elevated metal ions.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.